Event description:
It was reported that during shoulder arthroscopy the incisor plus elite blade was oscillating. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. Results of the investigation have concluded that this unit had a "shedding, flaking" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported 5.5 mm incisor plus elite blade, used in treatment, has been returned for evaluation. The blade was returned disassembled. Reassembly of the blades confirmed the reported complaint. The blades will not rotate. Evaluation of the inner and outer blades edgeform shows the distal teeth are bent and worn. This tooth wear appears to be caused by an impact with each other. All indications point to excessive lateral load applied during use. Per the device instructions for use¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.